Event description:
It was reported that pump displayed air in line alarm. Continuous infusion rate: 3 ml/hr., total reservoir volume: 138 ml, given: 138 ml (pump said still had 102.4 ml and 34 hours left), air detector is on. Upstream sensor is on. Length of infusion: 46 hours, lock level: unsure (pharmacy level). The pump was not used to prime the extension tubing, pharmacy manually primed. Event occurred while in use with patient. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.